Event description:
Md (medical doctor) prepped the vascade with open disc, closed and attempted to deploy a 5fr vascade 12cm vascular closure device on the patient¿s right femoral artery. The closure device failed, while the green indicator showed disc open, when she pulled the sheath, the device also came out of the arteriotomy indicating that the disc did not open. Manual pressure was held. Md noted that there was an issue with the closure device.